Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels were 43 mg/dl while wearing the pod on the abdomen for an unknown duration. Symptoms reported include slurred speech, unable to get out of a chair, and unable to move right leg. The patient was diagnosed with hypoglycemia. The patient was treated with cookie and oral glucose. The patient was sent home same day.